Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, most likely cause of the peeled adhesive was degradation due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the adhesive of the light guide lens on the duodenovideoscope was peeled. There was no patient involvement.